Manufacturer narrative:
Name: abbvie inc street: 1 north waukegan road city: north chicago state: il zip code: 60064. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that patient developed infection and had started oral antibiotics (augmentin 875mg) to treat it.